Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer did not detect on the communication bus and no illumination on the light emitting diodes. A filed service engineer replaced module controller board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not detect on the communication bus, preventing user from removing the required medications. The customer stated that there was delay in access, user was able to pull medication from other station. There were no adverse events or injuries reported based on this event.